Event description:
Customer reports to have received a compromised forced sensor alarm during priming. Customer states insulin leaked out when attempted to prime. Customer is unable to exit the "prepare to prime loop". Customer's blood glucose was 70 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)